Event description:
The customer reported the sys was having issues saving images. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive and the software upgrade were installed during the svc call. The sys was tested and fond to be working as intended and put back into svc.